Event description:
Complainant alleged that while attempting to detect the heart rhythm of a female patient, the electrodes were attached to the patient and the associated defibrillator detected excessive artifact and was unable to deliver therapy. Complainant indicated that the clinician obtained another device and the associated defibrillator detected excessive artifact and was unable to deliver therapy. The clinician placed another set of electrodes and the patient was treated with two deliveries of energy. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
The customer has indicated that the event electrodes were discarded and are not available for evaluation.